Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that their device stopped charging and also mentioned that they never received a belt when they initially received the device. They were never issued a belt. Patient also stated they received a replacement recharger, but it did not include a belt. Patient noticed that when they used the replacement recharger, it had a connection issue for a little bit, but they were able to get it connected. It charges their implant, but it took a long time to get off the 50%¿ like half an hour. Then it started charging and went to 60%. After that, it took another 25 minutes to get off the 60%. And it went to 70% and then it took another 20 minutes to get off the 70%. And then it went to 80%. Agent reviewed information and advised the patient to monitor the issue and call back if it persists. A request was sent to the repair department to send a recharging belt. They got the replacement recharger antenna, but found the implant still took about 2 hours to charge even though it said excellent. During the call, patient reset controller and saw that the charge on the implant jumped from 70% before the reset to 90% post reset. Agent had the patient charge the implant and patient maintained excellent charging quality. Agent explained that the issue was likely related to frozen software and recommended the patient continue to charge at excellent and call back if issue persisted.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said that its taking 3 hours to charge and wont even connect most of the time. They said if it shows charging excellent the charge level doesn't increment or it will lose connection. They said issue started happening about 2.5-3 weeks ago. Pt says controller port looks intact. Recharger telemetry module (rtm) looks intact. Rtm gets "pretty hot". The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the product ID 97755-s lot# serial# (B)(6), revealed no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.